Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim: it was reported an increase in occlusion alarms (both patient-side and bottle-side occlusion) over the past five months when administering 20% mannitol 500ml bags using 0.2-micron filter. The customer is unsure what is causing the alarms. There was patient involvement but unknown outcome.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.